Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a "metal exposed on tip of the scope ". The issue was found during reprocessing. There was no patient involvement on this reported event. No harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The bending section cover contained a hole, which exposed metal. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.